Event description:
Boston scientific received information that this pacemaker and leads were revised due to normal battery depletion. During the procedure, difficulty was encountered in removing both the right atrial (ra) and right ventricular (rv) leads. Upon loosening the rv setscrew the insulation between the distal pin and proximal ring of the lead became separated resulting in the coil stretching within the device port and the inability to remove the lead. The ra setscrew was then loosened and the same issue occurred as with the rv lead. Thy physician then elected to remove the header from the pacemaker and using tools freed the leads. Both leads were tested via pacing system analyzer (psa) and normal values were obtained. The leads were then connected to the new device and secured into their respective ports by passing a suture through the header's suture hole securing the lead connector to the port. Measurements were again confirmed to be within normal limits. No adverse patient effects were reported. The patient's leads remain in service.

Manufacturer narrative:
(B)(4). Despite efforts, this product could not be obtained for return and analysis. This report will be updated should the device be received and analyzed or further information become available.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.